Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 where their original ipg was explanted due to the patient reporting a shocking sensation.

Manufacturer narrative:
Included adverse event, other serious, and hospitalization. Updated event description for clarity. Added device code. Added PMA code. (B)(4).

Event description:
It was reported the patient presented to the ER on (B)(6) 2018 due to discomfort (described by the patient as shocking sensation) in their back and legs unrelated to the scs system. Reportedly, the system remained in programmed off setting; however, the issue reoccurred on multiple occasions. As a result, surgical intervention was undertaken on (B)(6) 2018 where the entire system was explanted.